Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient had a pod in which the needle did not deploy and it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received undeployed. The download data indicated that every pulse delivered to the pod timed out. There was a drive stall throughout the pod's run, causing an 0x5c alarm, which indicates that the open count was too low at the end of priming. The top battery was depleted. The pod was only able to properly actuate the sma wires and move the ratchet gear to complete priming when the top battery was connected to an external power source.